Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.1900¿ x 0.186 was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that the tip-up fenestrated grasper was broken near the tip. There was no report of patient involvement or no reported injury.